Manufacturer narrative:
The unit was programmed and monitored. No frozen display was noted. All buttons functioned properly. However, found corroded keypad traces during visual inspection. No unexpected numbers ramping during testing noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call frozen display screen on their insulin pump. Customer's blood glucose level was 85 mg/dl. Customer was trying to change the reservoir set and the device was frozen. Customer attempted to put the carbs for their meal into the device the numbers kept ramping up. Troubleshooting for the frozen display was performed. Customer called back and advised this was the 2nd time the insulin pump had a frozen screen. Troubleshooting for frozen display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.